Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has a partial display with missing segments. Customer's blood glucose reading was 70 mg/dl. Customer reported that the issue remained unresolved after the battery was changed. Product is being returned and replaced.